Event description:
Patient was emergently intubated with a 7.0 ett-tube. Cuff was inflated prior to intubation and was ok. Ten minutes after intubation, they were unable to ventilate patient because of low tidal volumes; i.e. Unable to inflate cuff to add more air.